Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 407mg/dl. The caller was treated with the insulin pump. Troubleshooting was performed. The customer stated that there is nothing wrong with the insulin pump, and it is working properly at the time. The caller stated that she treated based on the sensor glucose reading, when her blood glucose was in the 400s mg/dl, and ended in the hospital. The customer mentioned that she was not admitted only treated and released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.